Event description:
In 3/76, rptr had breast implant surgery. The surgery was done at a military installation. Rptr has no info on the implants except what dr told her, i.e. Silicone gel, size 235 cc, could not nurse a child and the exercises to do to keep them soft. Rptr did the exercises; implants hardened within 3 months, although rptr did not have any problems with them other than the hardening for many yrs. For several yrs, rptr has had joint pain ranging in severity from minimal to waking her up at night. She aches quite often right at the base of the breasts. Her skin has become leathery. One and a half yrs ago, she had the implants "busted" and they hardened up again within one month. The tiredness is overwhelming at times and her muscles ache. She has been tested for rheumatoid arthritis with negative results. Two months ago, rptr underwent an ultrasound, which apparently showed nothing significant, much to her dr's surprise.